Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to lead insulation damage resulting in oversensing, impedance issues, and high pacing threshold. No pacing inhibition noted. During the lead revision procedure, a different lead was successfully implanted. No additional adverse patient effects were reported.